Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 84, 173 mg/dl compared to readings of 263, 242 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 84mg/dl, 173 mg/dl compared to readings of 263mg/dl, 242 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. Performed an smu (source measurement unit) test using milled slot into sensor casing to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Smu test failed. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. An extended investigation was observed. Visual inspection was performed using a digital microscope on the returned puck. No signs of damage were observed during the inspection. The sensor initial data was reviewed. To confirm the functionality of the returned sensor. The device was brought to the bench for testing. The unit was de-cased using a libre 3 side-cutter. The returned sensor was scanned on the evm (evaluation module), and then restored and reactivated using the ptugen4 tool. Accuracy test was then performed to the returned sensor. The test was observed to pass. It was observed that the returned puck moved into state 4, (active paired), indicating that the puck moved to a normal operation mode and was fully functional. Additionally, a poise voltage test was performed and results that were within specification, indicating no issues with electrical signal lines integral to the glucose reading process of the returned puck. A temperature test was performed and the temperature difference between the puck temperature and room temperature was observed to be within specification indicating that the puck's thermistor was fully functional. The observations made in phase 1 were not confirmed as all functional tests was able to be performed and observed to pass in extended investigation. The returned sensor passed all testing, and no evidence of a product malfunction was observed during the investigation. Since no evidence of a product malfunction was found during the investigation, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.